Event description:
Two possible lot numbers (1061013; 1061197) have been identified. Second and third reported incidents of the 2nd needleless port labeled as csf access leaking. The third incident occurred less than 24 hours after evd was started and the hospital confirmed there was no intervention to the port. The user facility is concerned with the possibility for infection, and are requesting the previous version (sp0187), for use until the investigation into these occurrences are completed. The sp0187 contains the needle access ports. Upmc advised they will be filing medwatch reports to the FDA, to date, we have not received copies of them.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been intiated based on the reported information.